Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noticed a "fuzz" on the lens when removing from packaging. Reportedly, there was no patient contact. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was received and forwarded to seal laboratories for analysis by fourier transform infrared (ftir) spectroscopy to identify the foreign material reportedly on the lens surface. Visual examination revealed a moderate amount of debris/particles on the lens surface. With no clear explanation or description of the ¿fuzz¿ of interest, a representative piece of debris was selected and analyzed. Ftir analysis of the selected debris shows characteristics of a sodium salt by comparison with references from the library. Ftir analysis of debris on the iol surface is consistent with salt solution precipitates. The manufacturing record review was performed. There is no associated deviation or non-conformity reports found in the manufacturing record review (mrr) related to the reported complaint. The units were released according specification in compliance with the product intended use as required. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.